Manufacturer narrative:
Patient experienced strong erythema and transient bullae, a known side effect of the treatment. The patient resolved without need for intervention, and continued treatment. There was no equipment malfunction. The equipment tested normally and within calibration. Other patients treated within the same timeframe experienced no issues.

Event description:
A child receiving treatment on the face for vitiligo was treated. She was treated per the manufacturer's instructions, and presented the following day with strong erythema and bullae. Medical intervention was not required, but topical antibiotics were administered prophylactically. The bullae and erythema resolved without visible alteration of tissue (scarring), and the patient has resumed treatment. Strong erythema is not an a typical reaction to this treatment, and all reported incidents to date have resolved without any visible alteration of tissue. No malfunction occurred, and the equipment was tested and found to be operating correctly. Other patients were treated in the same time frame with the same equipment without incident.